Event description:
This adverse event occured ourside of the USA, in italay. The italian subsidiary notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with rha 3 in the cheek wrinkles (0.3ml), lips (0.5 ml), and chin (0.2ml).approximately 6 months after the injection,on (B)(6) 2023, the patient ate an apricot cake and had an allergic reaction with swelling of the face.3 days later, on (B)(6) 2023, the patient presented with 4 nodules (2 on the left cheekbone, 1 in the marionette line, and 1 on the forehead) accompanied by redness and discomfort.the medical history of the patient mentioned that she has allergic rhinitis but no particular allergies to food, chemicals, or fillers.as treatment, the patient was prescribed corticosteroids (deltacorten 25 mg) by her general practitioner. Improvements were observed, but nodules were back when the patient suspended the treatment.according to the injector, the patient has no history of filler injections in the forehead. Thus, the nodule wouldn't be related to the filler but to the patient.on (B)(6) 2023, the injector prescribed the following treatment:corticosteroid (deltacorten 25 mg, 1 cp/day) for 7 days.antihistamine (zyrtec, 1 cp/day).antibiotic (augmentin, 2 cps/day) for 7 days.food supplement with bromelaine (flaminase, 2 cps/day). In addition, the same day, the patient was treated with topical hyaluronidase (topilase).on (B)(6) 2023, the nodules were back. The injector treated the patient with an intramuscular injection of corticosteroid (bentelan, 4 mg), topical hyaluronidase, and bromelain (fortilase) at 2 tbt/day.the injector didn't request any medical support.on (B)(6) 2023, we were informed that the patient's symptoms had improved and that hyaluronidase would be injected.on on (B)(6) 2023, the patient stopped the therapy with cortisone but continued taking fortilase and antihistamine.on (B)(6) 2023, we were informed that the patient had undergone an ultrasound,  revealing that the nodules were granulomas. However, symptoms improved as the patient did not feel any discomfort, pain, or swelling. The patient refused treatment with hyaluronidase. According to the new information received, the case was upgraded to reportable by the italian health competent authority.on (B)(6) 2023, we were informed that the patient had recovered. Thus, the complaint was closed as is.

Manufacturer narrative:
According to the information received, the patient experienced granulomas. Granulomas that appear weeks to years after injection are known and widely documented reactions in the context of hyaluronic acid filler injections. They can be triggered by patient predisposition, trauma, vaccines, or infections (in this case, we were informed that the patient did an allergic reaction 3 days before the onset of symptoms and is prone to allergic rhinitis). They are caused by a delayed immune reaction in response to the filler, which is treated as a foreign body. Immune cells (macrophages) surround the product, inducing a destructive fibrotic process. Adequate treatment generally allows for a quick and effective resolution of these reactions, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reactions is mentioned in the instructions for use of teosyal products. Moreover, certain late or minimally biodegradable fillers may be provoked into reactivity by needle trauma alone or when a ha filler is layered over them, thus inducing long-lasting inflammatory reactions (in this case we suppose the presence of previous filler injections given the reaction sites) .